Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2008, the pt reported that after changing her insulin cartridge and priming her insulin infusion set she sees air bubbles in the cartridge. She stated she has tried using both warm and cold insulin to fill the cartridge and the issue has continued. She said she has had elevated blood glucose readings in the 400 mg/dl range with her normal range being 60-150 mg/dl. During troubleshooting, the proper procedure to change the cartridge and adjust the piston rod on her insulin infusion device was reviewed with the pt. On follow up with the pt on ten days later, she stated she has had no further issues with air bubbles since adjusting the piston rod and priming sufficiently, and her blood glucose levels have returned to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.